Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse confirmed the error by reviewing the error log. I was able to reproduce the error by running qc. The fse cleaned the sample nozzle lead screw and lubricated with tri-flow. The fse also cleaned and lubricated the reagent lane. The fse observed that the sample nozzle was misaligned at the tip box, and adjusted the tip pick up parameters. The fse checked the tip waste alignment which was good. The instrument was validated by running qc. The qc passed and was within customer ranges. No further action required by field service. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 16nov2018 through aware date 16dec2019. There were no other similar complaints identified during the review period. The aia-900 operator's manual under section 12 flags and error messages states the following: sample-z home overrun. Cause: the home sensor s052, which is not supposed to be activated after the specimen dispensing arm z moves, was activated. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s052 and also check to see the cause of slipping, and so on, that occurs when pm051 moves to the limit side. 2062 - tip removal error cause: a tip was detected during the tip removal check. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: if the trouble reoccurs, contact the tosoh local representatives. The probable cause of the reported event was due to a mis-alignment at the tip loader.

Event description:
A customer reported getting error messages 4123 sample-z home overrun and 2062 tip removal error on the aia-900 instrument. The customer stated that the sample z home overrun error seems to occur during quality control (qc) and dilution runs. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg), and creatine kinase mb isoenzyme (ck-mb) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.